Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noisy signals pre-operation review. The boston scientific technical services consultant reviewed the remote monitoring system report indicating rv or single chamber intrinsic amplitude out of range alert for this rv lead and status indicators but no review nor notes relating to noise and advised to contact the physician who noted the noise for review of physician analysis, patient plan and care. As of this time, this rv lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned and replaced with a different model. The noisy signals were due to lead dislodgement. No additional adverse patient effects were reported.